Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 55 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. The exposed portion of the soft cannula was found to be kinked. Although the cannula was damaged, the timing and cause are unknown.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pod was applied and activated but the needle did not deploy. The pod was removed and the needle deployed 30 minutes after deactivation. The patient's blood glucose levels were approximately 122 mg/dl. The pod was not worn.